Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) is currently underway. Upon receipt, the battery charger/modem would intermittently charge test batteries and would reset after the battery was removed. The charger/modem's current controlling component (q1) is being investigated as part of a root cause analysis. A supplemental report will be sent upon completion of root cause analysis.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his battery charger was not charging his batteries. The pt was sent a replacement charger.